Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Visual examination of the returned device revealed that the exposed glass tip measured 4.0 mm and appeared unused. Further examination revealed burn marks on the fiber face within the sub-miniature a (sma) connector which would cause the drop in effective transmission found under test conditions as well as cause the connector to overheat. Functional analysis reveals that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser. The aiming beam exiting the distal end of the device was bright, clear and scattered. Effective transmission measured 44.3%. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a procedure on (B)(6) 2013. According to the complainant, during the procedure, the connector of the laser fiber overheated. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a procedure on (B)(6) 2013. According to the complainant, during the procedure, the connector of the laser fiber overheated. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.